Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned. Full insulation degradation was noted at 4.5 cm to 4.9 cm from the connector pin.